Event description:
The facility representative reported a flo-gard infusion pump with a broken lock. It is unknown when this condition occurred but was reported to have occurred in the "intermedio 1" care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken lock was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken door latch from mishandling. The door assembly was replaced and occlusion sensors calibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.